Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Magnified inspection of the returned device found that the inner shaft was appropriately seated in the hub and there was adhesive present in the adhesive cavity. Magnified views of the inner shaft through the inflation port in the hub revealed a small slit in the inner shaft directly aligned with the inflation port. Inspection of the remainder of the device revealed no other damage or irregularities. The slit in the inner shaft was most likely caused by perforation of the inner shaft with a needle or guidewire during preparation. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. From the information provided and the investigation results the perforation of the balloon catheter was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
During preparation it was found that the balloon leaked. There was no patient involvement.

Event description:
During preparation, it was found that the balloon leaked. There was no patient involvement.